Event description:
Patient reported obtaining blood glucose results of 225 mg/dl, 352 mg/dl, and 774 mg/dl (the device's numeric reading range is 10 - 600 mg/dl), within minutes, while using the suspect device. Patient indicated that no action was taken based on the results. No patient injury was reported and no treatment was received. While on the line with technical support, patient reviewed the device's memory and was unable to locate these values. Technical support requested the return of the suspect product and replacement product was shipped.